Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable no patient contact reported. Initial reporter: a contact name was not provided. Phone number: (B)(6). PMA 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the implantation of an intraocular lens (iol), the tip of the cartridge of the preloaded delivery system, model pcb00v, was noticed damaged (cracked). The operation was completed safely using another pcb00v. No patient contact or injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/14/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection using a 10x microscope magnification showed that the lens was stuck at the cartridge tube. The cartridge''s tip was deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.